Event description:
A 6060 pump was set up in the autoramp mode, total time 16 hours, upramp 2 hours, downramp 2 hours, vtbi 2000 ml. The pump finished its infusion approximately 1 hour early. Tpn was being infused. No pt injury resulted.